Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, c-section, endometriosis and ovarian cyst. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009 on (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/bladder/urinary problems: vag. Infect"), depression ("psychological or psychiatric problems condition: depression and mental anguish / psych injury") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal, chronic") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal infection and abdominal pain had resolved, the vaginal haemorrhage outcome was unknown and the depression, anxiety and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (b)6) 2009 essure implant date discrepancy noted. Received treatment for pain, bleeding and bladder/urinary problem. Discrepancy noted date of insertion: (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: pfs received. New event urinary tract infection was added. Event psych injury was clubbed with event depression. Updated outcome of event depression, anxiety from unknown to recovering. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometriosis, c-section, endometriosis and ovarian cyst. Concomitant products included: nsaids since february 2009 and paracetamol (acetaminophen) since february 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal/bladder/urinary, problems: vag. Infect"), depression ("psychological or psychiatric problems, condition: depression and mental anguish/psych injury"). And anxiety ("psychological or psychiatric problems, condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal, chronic") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal infection and abdominal pain had resolved. The vaginal haemorrhage outcome was unknown. And the depression, anxiety and urinary tract infection was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2009 essure implant date discrepancy noted. Received treatment for pain, bleeding and bladder/urinary problem. Discrepancy noted date of insertion: (B)(6) 2009 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, results: total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, c-section, endometriosis and ovarian cyst. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/bladder/urinary problems: vag. Infect"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal, chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal infection and abdominal pain had resolved and the vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2009 essure implant date discrepancy noted. Received treatment for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Verbatim bleeding menorrhagia (heavy menstrual bleeding) added abnormal bleeding and verbatim and bladder/urinary problems: vag. Infect added with vaginal infection. New event chronic abdominal pain and psych injury were added. Outcome of perlvic pain and menorrhagia (heavy menstrual bleeding) updated to resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, c-section, endometriosis and ovarian cyst. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: feb 2009 essure implant date discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs received: new events added : "abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal): vaginal, pain, psychological or psychiatric problems: depression and mental anguish ". Outcome of events, "pelvic pain" were changed to "recovering/resolving". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure removal date was added. Medical history was added. Concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.